Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the device experienced stopper pulling out of the tube within the holder. The following information was provided by the initial reporter. The customer stated: it was reported that the top disconnected from the tube. Per email: while drawing blood from patient's mediport using a lavender top tube & luer lock vacutainer, the tube's lavender top became disconnected from the tube when the tube was pulled out of the vacutainer. This caused the blood sample to spill out of the tube and onto the chux pad covering the overbed table. The specimen had to be recollected into another tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the device experienced stopper pulling out of the tube within the holder. The following information was provided by the initial reporter. The customer stated: it was reported that the top disconnected from the tube. Per email: while drawing blood from patient's mediport using a lavender top tube & luer lock. Vacutainer, the tube's lavender top became disconnected from the tube when the tube was pulled out of the. Vacutainer. This caused the blood sample to spill out of the tube and onto the chux pad covering the overbed. Table. The specimen had to be recollected into another tube.